Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.